Event description:
Customer reported that her sensor was not working, when she was removing her sensor the needle cannula broke and it still into her body. Customer stated that it was hard to remove it and that was when the fracture occurred. Customer stated that she removed a piece with tweezers. Advised to attempt to remove the remaining of the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Inspected one open and used sensor, performed visual inspection and found that the electrode was peeled back, retract from the tubing and the insertion needle. It was unable to confirm that the senor was damage due to customer returned the product open and used.